Manufacturer narrative:
The lot number for this report was received. A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6). During (B)(6) 2012, the patient underwent a lower extremity procedure. Five months later, the patient had a sudden lower extremity pain. After being admitted to the hospital, the patient underwent ci and imaging procedures. Cracks were found on the overlap of the first and second stent. Medical intervention was required; reintubation/recannulation needed and surgery was extended by 30mins. Please reference MDR 2183870-2012-00227 for the other protege gps referenced in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because a lot number was unavailable. Images of the deployed stents were received, but the quality of the imaging was not clear enough to confirm the presence of any fractures. Additional information has been requested. Should it become available, a supplemental report will be submitted.